Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 40-year-old female patient who had essure (ess205) (batch no. 823320- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and postmenopausal bleeding. Concomitant products included anesthetics. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had no problems since surgery. Diagnostic results: endometrium, biopsy, proliferative phase with focal breakdown and collapse concerning the injuries reported in this case, the following one ere described in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (ess205) (batch no. 823320- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and postmenopausal bleeding. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had no problems since surgery. Diagnostic results: endometrium, biopsy, proliferative phase with focal breakdown and collapse. Concerning the injuries reported in this case, the following one ere described in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received: case became serious incident. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.